Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient presented to the emergency room due to receiving inappropriate high voltage shocks from the implantable cardioverter defibrillator. Upon review, it was revealed that the device had reverted to backup vvi. Also, a device image noted that the patient experienced supraventricular tachycardia (svt) before the device reverted to backup operation. This was consistent with the patient reporting four inappropriate shocks from the device. Programming changes were made. There were no consequences to the patient.